Event description:
A us distributor contacted zoll to report that a patient developed an open wounds under the lifevest equipment. Patient described the area as open sores under the electrodes and bruising under the breast area. There was no alleged device malfunction contributing to the wounds. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the wound is unknown.

Manufacturer narrative:
Not applicable.